Manufacturer narrative:
FDA UDI ¿ (B)(6) a product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded

Event description:
The consumer reported accidental reagent exposure to her eye with a binaxnow covid-19 antigen self-test on 13feb2024. Per the consumer the reagent solution splashed in her eye. There was no reported patient impact. Although requested, no additional information was provided.

Manufacturer narrative:
FDA UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidental reagent exposure to her eye with a binaxnow covid-19 antigen self-test on (B)(6) 2024. Per the consumer the reagent solution splashed in her eye. There was no reported patient impact. Although requested, no additional information was provided.